Event description:
This was a cardiac lead/full system removal procedure performed in the cardiac catheter lab. A total of 3 leads were to be removed. The ra and rv leads were implanted 3 years and 10 months prior, and the lv lead 4 months prior. The indication for this procedure was acute infection. The lv lead was removed with simple traction. The ra and rv leads were cut and lld-ez attached to each distal tip. The physician began lasing the rv lead with the 14f sls to svc coil where heavy binding was encountered. The 14f sls removed and introduced to ra lead. The ra lead was removed with 2:08 minutes laser time. The 14f sls was re-introduced to rv lead with a visisheath m-43cm with only minimal advancement. The physician then upgraded to a 16f sls and advanced to right atrium where further binding was encountered. At this time a noted drop in the pt's bp occurred and the CT surgeon was called. After opening the pt's chest a tear in the ra, near the svc junction was discovered. Despite giving blood products and resuscitation efforts, the physician stated the pt had lost too much blood and did not survive.

Manufacturer narrative:
No devices were retained for return analysis. There were multiple, unsuccessful attempts (11/23, 11/25 & 12/03) made to collect further info about the devices used in the case.